Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This issue is potentially reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: the pump was returned with the auto-off time features set to 12 hours. The bolus history shows a 22.0u bolus given on (B)(4) 2016 at 19:44. The alarm history shows as eaw- 150 auto off warning 12hrs later on (B)(4) 2016 at 07:46. For testing purposes the auto-off feature was set to 1hr, after 1hr the pump gave the appropriate auto-off visible and audible alert, the auto-off feature found functioning properly. Unable to duplicate the complaint. There was no defect found.